Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 345 alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing downstream sensor to be the cause. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04622 can be removed from the FDA database.